Event description:
Reporter stated that the suspect product produced discrepant back-to-back blood glucose results: "hi" (>600 mg/dl), "hi," and 143 mg/dl. An additional sample was reportedly measured using the suspect product with back-to-back results of 561 mg/dl, 512 mg/dl, and 230 mg/dl. Reporter noted that the same sample was measured in the facility's lab with a result of 90 mg/dl. Reporter indicated that the patient's therapy was not modified based on the values obtained on the suspect device. Reporter stated that quality control testing is performed on a weekly basis; however, she was unable to provide any values obtained. Technical support requested the return of the suspect product and replacement product was shipped.